Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was discarded by the facility. No device malfunction suspected.